Event description:
I have noticed increasing pain in my hips to the point of going to surgeon to find out what can be done. I limp when I walk. If I walk more than 1 mile, I begin to have severe pain throughout both my hips. My periods have grown increasingly heavy, so much so that I've had to take days off work for excessive bleeding through my clothes. I have skin breakouts in hives that itch and last for weeks. I am allergic to nickel but did not know nickel was in the coils. My ankles and legs and face swell up. I have severe belly bloating issues. I have increased fatigue and headaches. I am constantly anemic.